Event description:
Customer reported loss of integration w/ bone loss. Discovered during final visit to release for restoration.

Event description:
Customer reported loss of integration w/ bone loss. Discovered during final visit to release for restoration.